Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user elected to return an ilet pump after experiencing hypoglycemic events and declined troubleshooting. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or medical intervention. Customer care provided support that included case review and coordination with the field team and the user¿s clinician. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.